Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to their urologist last week and they were getting some crazy error messages, including a maximum settings message. Agent reviewed message and possible causes. Patient said they couldn't feel anything and when they would try to change between programs, the therapy would turn itself off. Agent reviewed basic app navigation. Patient also said that their urologist called their manufacturer representative (rep) and the rep stated that the patient may need their impedances checked. Patient also said they were going to the bathroom every 15-20 minutes, with pelvic pressure, frequency, and urgency, and they had not gotten therapeutic benefit. Patient stated that they don't feel the therapy. Patent also reported that they have hip pain and don't know if it is related to their implant. The patient was redirected to their healthcare provider to further address the issue.